Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the compressor on a 980 ventilator went into an inoperative state. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) inspected the device and was not able to duplicate the reported condition. The se performed calibrations and performance tests according to the manufacturer's specifications at time of service and all tests passed.